Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was starting like a week ago when the pt had the insr plugged into the dtc cord the insr never charged up. During call pt verified no damage to the dtc and that the green light turned on when plugged into the wall outlet. Pt plugged the insr into the dtc and it was recharging. Pt said they had been trying to charge the ins in the living room and now that they tried a different outlet in their bedroom it was working the troubleshooting steps that were taken on the call resolved the issue.  The reason for call was pt would say starting a week and a half they started having difficulty recharging their ins. When trying to recharge it would say waiting and waiting and it took a long time; when trying to charge the ins the insr antenna got hot and it showed the temperature screen saying it was hot. The last time they went to charge the ins it took a long time but now it would not charge the ins. Pt noted that now the insr would not show nothing. During call pt verified no damage to the insr antenna cord. The issue was not resolved. An email was sent to the repair department to replace the insr antenna cord.

Manufacturer narrative:
Continuation of d10: product ID 37791 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.